Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited low impedance and decreased sensing. No intervention reported. The patient will be monitored.